Event description:
The ge oec 9800 fluoroscopy system had a cut in the power cord.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a cut in the power cord as was reported. The cut in the cord was repair and system functionality restored. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.